Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred debris adhesion on the surface, indicative of tissue contact. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber, aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the returned device did not confirm the reported event with the fiber card. Based on the observed distal circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The distal circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that when the photoselective vaporization of the prostate procedure started, the card was inserted and the screen showed error message: check fiber card insertion, remove and then re-insert card. The fiber was inserted again but the card cannot be used, therefore, a second card was utilized with the same fiber to complete the procedure without patient complications. 43402 joules with 7 minutes were used. The fiber was returned for analysis and a distal circumferential fracture that could potentially lead to forward firing was identified.